Event description:
T12mh25 dissecting tppl popped out of the attachment and shot across the operating room at the start of the procedure. The hospital reported to the sales rep that they experienced difficulty mounting the tool. When they depressed the foot pedal, the tool shot out of the attchment and flew across or and hit the or wall. The tool did contact a member of the or staff, but caused no injury. There was no pt impact. On follow up it was reported that hospital staff agreed they were not following proper procedure for installation of tool. Scrub nurse experienced difficulty seating tool, and attempts were made to force the tool into place by pushing tool head against sterile table. Afetr considerable effort, the tool appeared to be properly seated. Scrub nurseperforming tool installation had a splint on wrist, and was not able to use hand normally. When the surgeon started the drill, the tool head flew off. The tool head contacted the lead apron of an or staff member and fell to the floor about 7 feet away from where it broke. The pt was in the operationg room at the time. There was no impact on the pt or staff.